Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient stated that their stimulator was "not working". The patient was being weaned off of their patches and the stimulator was not helping. The patient was reprogrammed over t9-t10. The patient will call in 1-2 weeks if their coverage needs to be adjusted again. No further complications were reported or anticipated.